Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 9/7/2020. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant. During the visual evaluation, some anomalies were observed on the anterior and posterior views of the device consistent with a crease/fold. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected in either device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with two 375cc mentor smooth round moderate profile saline breast implants experienced bilateral deflation post procedure. As a result, patient had an explantation on (B)(6) 2020. This medwatch form is for the left breast prosthesis.